Event description:
During a surgery conducted on (B)(6) 2010, the surgeon was handed an insertion guide, with a 12mm aos short trochanteric nail attached. The surgeon was about to insert the nail when he noticed that the lag and anti-rotation screw holes were angled in the wrong direction. The nail was replaced with a 13mm aos short trochanteric nail that had the correct bend orientation and the surgery proceeded without incident. The surgery time was extended 2-3 minutes. The nail was returned to aos and was found to be incorrectly bent.